Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to an out of range pacing impedance measurement on the atrial channel. Inappropriate atrial tachycardia response events had been stored. A boston scientific technical services consultant reviewed the device data. This device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to the high impedance condition. The consultant discussed further programming options and further troubleshooting. No adverse patient effects were reported.